Manufacturer narrative:
This report is submitted on july 04, 2024.

Event description:
Per the clinic, the patient experienced discomfort and pain at implant site leading to device non-use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.